Event description:
Device history record was reviewed, no issue has been found. Device log was not provided, therefore no review could be performed. The subject device (model injectomat agilia fr, serial number (b(6)) was not sent back to our laboratory for analysis. No more information was provided. Without the affected device, no investigation can be performed and the reported event could not be reproduced. Due to the lack of information, the root cause cannot be identified. If further information are provided later on we will re-open the complaint and pursue the investigation. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "(B)(6) hospital / medicine - hepato-gastroenterology, patient: male, 9 months old, 8.2 kg. While connecting my intravenous syringe on the syringe pump, I realize that the plunger starts to push the syringe without manipulation of the pump beforehand, I had not registered any speed on the pump. As a result, 3/4 of the quantity of the syringe passed in the space of a few seconds (the plunger was pushing by itself). No clinical consequences." Reporting due to the referenced issue (potential overdose); no serious injuries were reported. More information is needed to complete the investigation.